Manufacturer narrative:
Physio-control evaluated the available electronic patient records from the device and was able to verify that the reported issue occurred.  The cause of the reported issue is undetermined.

Manufacturer narrative:
(B)(4).   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device lost power during a simulation where the device was being used to deliver a 200 joule synchronized shock. The device user was able to power the device right back on and continue use of the device. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
A third party service agent evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.  The device was not returned to physio-control for evaluation.